Manufacturer narrative:
The investigation of the complaint related to corrosion and moisture on the reported ventilator system's main back-plane printed circuit board (pcb) has been completed. During investigation on-site performed by our field service engineer presence of moisture was found on the pcb. According to the received information the display was also found damaged due to use. The pcb and display needed to be replaced. A visual inspection confirms the reported problem. No parts have been returned for further investigation. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. A correction of field #h6 medical device ¿ problem code was required. H6 ¿ medical device ¿ problem code ¿ previous medical device ¿ problem code: electrical /electronic property problem/power problem/failure to power up/1476, corrected medical device ¿ problem code: contamination /decontamination problem/contamination//1120.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).